Event description:
Patient was receiving morphine through a patient controlled analgesia (pca) pump. The patient complained of not receiving adequate pain relief. The patient was repositioned and the physician was contacted for a change in the patient's dose. The pump alarmed air in line. The tubing was assessed and there were multiple air bubbles in the tubing, however the pump had not alarmed previously. When attempting to clear the air from the line, the pca infuser would not circulate the morphine. The pump readings indicated that 94 mg of morphine had infused from a 100 mg bag, however the bag was over half full.